Event description:
I had the lapband device and it was replaced one time, but it did not help. Slipped two times. I have esophagus damage due to acid reflux provoked by device and throwing up blood constantly. Breathing issues due to food going to lungs and chest pain.